Event description:
This unsolicited case from (B)(6) was received on 13- oct-2016 from an obstetrician/gynecologist. This case concerns a (B)(6) female patient who had seprafilm placement and 9 days later developed abscess. The medical history was significant for premature rupture of membranes and obstructed labour and had no concurrent condition before surgery. The patient concomitantly used arista (absorbable hemostat) (medical device). No past, drugs, concomitant drugs and concurrent conditions were reported. On (B)(6) 2015, an emergency caesarean section was performed and the patient had 1 sheet of seprafilm (frequency, route, form, indication, batch/lot number and expiration date: not provided) was applied to the hysterotomy site without using sepralap. On (B)(6) 2015, 9 days after treatment with seprafilm, severe abscess was developed in the anterior uterine wall, which was the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). On (B)(6) 2015, relaparotomy was performed and residual membranous pus was removed. As of (B)(6) 2016, the patient had recovered from the event. Bacterial culture was not performed. It was reported that the reporting obstetrician/gynecologist had been using seprafilm frequently. Absorbable hemostat (arista) had also been used in the hysterotomy site, but the obstetrician/gynecologist stopped using it at the same time as seprafilm. Corrective treatment: re-laparotomy. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Abscess (abscess): reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: the alternative explanation for the event was the premature rupture of membranes. Seriousness criteria: hospitalization or prolongation. Pharmacovigilance comment: sanofi company comment dated 17-oct-2016: this case concerns a patient who received seprafilm following a caesarean section and experienced abscess. Based upon the close proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. Also, the reporting investigator has assessed the event to be causally related with suspect product. Furthermore, the lack of information regarding the postoperative care and maintenance of aseptic conditions along with any other predisposing factors precludes the complete case assessment.

Event description:
This unsolicited case from japan was received on 13- oct-2016 from an obstetrician/gynecologist. This case concerns a (B)(6) female patient who had seprafilm placement and 9 days later developed abscess. The medical history was significant for premature rupture of membranes and obstructed labour and had no concurrent condition before surgery. The patient concomitantly used arista (absorbable hemostat) (medical device). No past, drugs, concomitant drugs and concurrent conditions were reported. On (B)(6) 2015, an emergency caesarean section was performed and the patient had 1 sheet of seprafilm (frequency, route, form, indication, batch/lot number and expiration date: not provided) was applied to the hysterotomy site without using sepralap. On (B)(6) 2015, 9 days after treatment with seprafilm, severe abscess was developed in the anterior uterine wall, which was the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). On (B)(6) 2015, relaparotomy was performed and residual membranous pus was removed. As of (B)(6) 2016, the patient had recovered from the event. Bacterial culture was not performed. It was reported that the reporting obstetrician/gynecologist had been using seprafilm frequently. Absorbable hemostat (arista) had also been used in the hysterotomy site, but the obstetrician/gynecologist stopped using it at the same time as seprafilm. Corrective treatment: re-laparotomy. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Abscess. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: the alternative explanation for the event was the premature rupture of membranes. Seriousness criteria: hospitalization or prolongation. This unsolicited case from (B)(6) was received on 13-oct-2016 from an obstetrician/gynecologist. This case concerns a (B)(6) female patient who had seprafilm placement and 9 days later developed abscess. The medical history was significant for premature rupture of membranes and obstructed labour and had no concurrent condition before surgery. The patient concomitantly used arista (absorbable hemostat) (medical device). No past, drugs, concomitant drugs and concurrent conditions were reported. On (B)(6) 2015, an emergency caesarean section was performed and the patient had 1 sheet of seprafilm (frequency, route, form, indication, batch/lot number and expiration date: not provided) was applied to the hysterotomy site without using sepralap. On (B)(6) 2015, 9 days after treatment with seprafilm, severe abscess was developed in the anterior uterine wall, which was the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). On (B)(6) 2015, relaparotomy was performed and residual membranous pus was removed. As of (B)(6) 2016, the patient had recovered from the event. Bacterial culture was not performed. It was reported that the reporting obstetrician/gynecologist had been using seprafilm frequently. Absorbable hemostat (arista) had also been used in the hysterotomy site, but the obstetrician/gynecologist stopped using it at the same time as seprafilm. Corrective treatment: re-laparotomy. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Abscess. Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: the alternative explanation for the event was the premature rupture of membranes. Seriousness criteria: hospitalization or prolongation additional information was received on 19-oct-2016. Global ptc number and investigation results were added. Pharmacovigilance comment: sanofi follow up company comment dated 19-oct-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 17-oct-2016: this case concerns a patient who received seprafilm following a caesarean section and experienced abscess. Based upon the close proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. Also, the reporting investigator has assessed the event to be causally related with suspect product. Furthermore, the lack of information regarding the postoperative care and maintenance of aseptic conditions along with any other predisposing factors precludes the complete case assessment.

Event description:
This unsolicited case from (B)(6) was received on 13- oct-2016 from an obstetrician/gynecologist. This case concerns a (B)(6) year old female patient who had seprafilm placement and dinoprostone (prostaglandin e2) and 5 days after treatment had wound infection (muscle layer) and 7 days later developed intraabdominal abscess. The medical history was significant for premature rupture of membranes and obstructed labour and had no concurrent condition before surgery. The patient concomitantly used arista (absorbable hemostat) (medical device), bupivacaine hydrochloride (marcain) hyperbaric, hetastarch/sodium chloride (voluven), pentazocine (pentagin), and hydroxyzine hydrochloride (atarax-p) for labour and cefotiam hydrochloride (pansporin) bag; enoxaparin sodium (clexane) for thrombosis prophylaxis; methylergometrine maleate (partan m) for postoperative uterine contraction. The patient was non-smoker and no history of surgery and allergy. Pre-operative condition of the patient was as generally healthy with good nutrition and with no anemia, no experience of radiotherapy. The patient was pregnant (patient had no history of pregnancy/ delivery). Patient had no historical condition. Patient had no past history of adverse drug reaction. Patient had no family history. On (B)(6) 2015, the patient was hospitalized for labour and an emergency caesarean section was performed and the patient 1 sheet of seprafilm (frequency, route, form, indication, batch/lot number and expiration date: not provided) was placed on the anterior wall of uterus. Reported that the patient was pregnant (39 weeks of gestation). On the same day, patient had dinoprostone, 5 tablets/day orally was used for inducing labour, but caesarean section was performed with seprafilm due to non-reassuring fetal status (primary disease). No infection was noted. On the same day, patient white blood cell (wbc) was 6.1 x 10e3/mcl; red blood cell (rbc) was 396 x 10e4/mcl; hemoglobin (hb) was 12.9 g/dl; platelet count was 23.5 x 10e4/mcl; neutrophil was 64.2 percent; lymphocytes was 30.7 percent and monocytes was 5.1 percent. There was direct placing to the anastomosis part at the anterior wall of uterus (no wrapping on the suture line of anastomosis part of intestinal tract was performed.). The placing condition was good. The surgeon had experience to use seprafilm. There was no drainage or existing adhesion or exfoliation. It was reported that neither non-purulent inflammation nor infection existed in abdominal cavity. Interperitoneal lavage was not practiced. The anastomosis procedure was performed manually (knotted suture) with the use of absorbable suture and ligature. Neither non-purulent inflammation nor infection existed. Clean-contaminated operation was done. The incision was 10 cm long (suture layer, 1 layer). The first layer (peritoneum layer) was sutured with mono suture. The skin layer was manually sutured (continuous suture). Neither non-purulent inflammation nor infection existed. The surgery time was about 30 hours and amount of bleeding was 420 g. On (B)(6) 2015, pain and hot feeling of the incision site appeared also, the patient had pyrexia at 38 degree celsius. It was reported that antibiotic drugs: cilastatin sodium/imipenem (tienam) and isepamicin sulfate (isepacin) were used for the pyrexia. The same day, the patient had moderate wound infection (muscle layer) (postoperative wound infection). On (B)(6) 2015, patient wbc was 8.9 x 10e3/mcl; hb was 10.6 g/dl; platelet count was 24.7 x 10e4/mcl; neutrophil was 81.1 percent; lymphocytes was 14.6 percent, monocytes was 4.8 percent and c-reactive protein (crp) was 10.1 (units not reported). On (B)(6) 2015, 7 days after treatment with seprafilm, severe intra-abdominal abscess was developed in the anterior uterine wall, which was the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). As on the same day, there was no tendency of resolving pyrexia. MRI was performed and it showed retention from the fascia to anterior wall of uterus. On (B)(6) 2015, patient wbc was 7.3 x 10e3/mcl; rbc was 331 x 10e4/mcl; hb was 10.4 g/dl; platelet count was 32.6 x 10e4/mcl; neutrophil was 78.1 percent; monocytes was 6.7 percent and c-reactive protein (crp) was 7.0 (units not reported). On (B)(6) 2015, removal of membranous substance from the anterior wall of uterus and lavage was done. The condition at the time of re-laparotomy included: capsule-like muddy (gel-like) residual on the anterior wall of uterus. Removal was done with lavage. After the re-laparotomy, markedly improvement was noted. The same day, relaparotomy was performed, residual membranous pus was removed and also laparotomy drainage was performed. Subsequently, the symptoms of wound infection (muscle layer) were resolving with i.v. Infusion of piperacillin sodium/tazobactam sodium (zosyn) and oral levofloxacin (cravit). On (B)(6) 2015, the patient was discharged and recovered from the event of intra-abdominal abscess. On (B)(6) 2015, patient wbc was 9 x 10e3/mcl; rbc was 344 x 10e4/mcl; hb was 10.9 g/dl; platelet count was 47.9 x 10e4/mcl; neutrophil was 75.2 percent; lymphocytes was 19.0 percent and c-reactive protein (crp) was 4.1 (units not reported). As of (B)(6) 2016, the patient had recovered from the event. Bacterial culture was not performed. It was reported that the reporting obstetrician/gynecologist had been using seprafilm frequently. Absorbable hemostat (arista) had also been used in the hysterotomy site, but the obstetrician/gynecologist stopped using it at the same time as seprafilm. On (B)(6) 2016, the patient recovered from wound infection. There was prolongation of hospitalization but no re-hospitalization for treatment of "wound infection (muscle layer)". Corrective treatment: re-laparotomy for intra-abdominal abscess; cilastatin sodium/imipenem (tienam), isepamicin sulfate (isepacin), i.v piperacillin sodium/tazobactam sodium (zosyn) three times a day, oral levofloxacin (cravit) at a dose of 500 mg. Outcome: recovered/ resolved for both the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Intra-abdominal abscess: reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Seriousness criteria: hospitalization or prolongation. Wound infection (muscle layer) (postoperative wound infection). Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologist's comment: possible causative factors for the event "intra-abdominal. Abscess" were prostaglandin e2 and seprafilm. Reporting obstetrician/gynecologists comment: the surgery was performed with clean-contaminated procedure. Because of caesarean section along with labour. After incision of the anterior wall of uterus, fetus and placenta were delivered and the incision site was sutured with vicryl suture. Arrest of bleeding was confirmed and seprafilm was placed. Encapsulated abscess was considered to have occurred due to placement of seprafilm in addition to clean-contaminated procedure. Meanwhile, as caesarean section was performed not in a complete clean field, the reporter wondered what should be done. Another possible causative factor for "wound infection (muscle layer)" was unknown. The concomitant drugs of prostaglandin e2, marcain (hyperbaric), voluven, pentagin, and atarax-p were not related to the event "wound infection (muscle layer)" while it was unknown whether pansporin (bag) was related to the event. Additional information was received on 19-oct-2016. Global ptc number and investigation results were added. Additional information was received on 19-dec-2016 from an obstetrician/gynecologist. The additional event of wound infection (muscle layer) was added with details. The symptoms of pain, hot feeling of the incision site, pyrexia and retention from fascia to anterior wall of uterus were added. The patient's concomitant medications were added. The patient's pregnancy details were added. The reporting obstetrician/gynecologists comment was added. The laboratory detail of body temperature was added. Clinical course updated and text was amended accordingly. Additional information received from the obstetrician/gynecologist on 16-nov-2017: concomitant drug: dinoprostone (prostaglandin e2) was updated to suspect product. Changed the event term from "abscess" to "intra-abdominal abscess". Changed the outcome date of the event "intra-abdominal abscess": (recovered on) 07- dec-2015; updated medical history. Added concomitant drugs, the reporter's comment, and laboratory data. Clinical course updated and text was amended accordingly. Additional information was received on 21-dec-2017. Previously captured suspect drug of dinoprostone was updated to concomitant medication. Reporting obstetrician/gynecologists comment was updated. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment for follow up dated 21-dec-2017: the follow up information received did not chnage the previous case assessment. This case concerns a patient who received seprafilm following a caesarean section and experienced intra-abdominal abscess at the site and wound infection of the muscle layer at the incision site. Based upon the close proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. Also, the reporting investigator has assessed the events to be causally related with suspect product. Furthermore, occurrence of abscess and surgical site wound infection have been reported and documented after the use of seprafilm, therefore the benefit/risk profile of product remains unaffected by this single case report.

Event description:
This unsolicited case from (B)(6) was received on 13- oct-2016 from an obstetrician/gynecologist. This case concerns a (B)(6) year old female patient who had seprafilm placement and dinoprostone (prostaglandin e2) and 5 days after treatment had wound infection (muscle layer) and 7 days later developed intraabdominal abscess. The medical history was significant for premature rupture of membranes and obstructed labour and had no concurrent condition before surgery. The patient concomitantly used arista (absorbable hemostat) (medical device), bupivacaine hydrochloride (marcain) hyperbaric, hetastarch/sodium chloride (voluven), pentazocine (pentagin), and hydroxyzine hydrochloride (atarax-p) for labour and cefotiam hydrochloride (pansporin) bag; enoxaparin sodium (clexane) for thrombosis prophylaxis; methylergometrine maleate (partan m) for postoperative uterine contraction. The patient was non-smoker and no history of surgery and allergy. Pre-operative condition of the patient was as generally healthy with good nutrition and with no anemia, no experience of radiotherapy. The patient was pregnant (patient had no history of pregnancy/ delivery). Patient had no historical condition. Patient had no past history of adverse drug reaction. Patient had no family history. On (B)(6) 2015, the patient was hospitalized for labour and an emergency caesarean section was performed and the patient 1 sheet of seprafilm (frequency, route, form, indication, batch/lot number and expiration date: not provided) was placed on the anterior wall of uterus. Reported that the patient was pregnant (39 weeks of gestation). On the same day, patient had dinoprostone, 5 tablets/day orally was used for inducing labour, but caesarean section was performed with seprafilm due to non-reassuring fetal status (primary disease). No infection was noted. On the same day, patient white blood cell (wbc) was 6.1 x 10e3/mcl; red blood cell (rbc) was 396 x 10e4/mcl; hemoglobin (hb) was 12.9 g/dl; platelet count was 23.5 x 10e4/mcl; neutrophil was 64.2 percent; lymphocytes was 30.7 percent and monocytes was 5.1 percent. There was direct placing to the anastomosis part at the anterior wall of uterus (no wrapping on the suture line of anastomosis part of intestinal tract was performed.). The placing condition was good. The surgeon had experience to use seprafilm. There was no drainage or existing adhesion or exfoliation. It was reported that neither non-purulent inflammation nor infection existed in abdominal cavity. Intraperitoneal lavage was not practiced. The anastomosis procedure was performed manually (knotted suture) with the use of absorbable suture and ligature. Neither non-purulent inflammation nor infection existed. Clean-contaminated operation was done. The incision was 10 cm long (suture layer, 1 layer). The first layer (peritoneum layer) was sutured with mono suture. The skin layer was manually sutured (continuous suture). Neither non-purulent inflammation nor infection existed. The surgery time was about 30 hours and amount of bleeding was 420 g. On (B)(6) 2015, pain and hot feeling of the incision site appeared also, the patient had pyrexia at 38 degree celsius. It was reported that antibiotic drugs: cilastatin sodium/imipenem (tienam) and isepamicin sulfate (isepacin) were used for the pyrexia. The same day, the patient had moderate wound infection (muscle layer) (postoperative wound infection). On (B)(6) 2015, patient wbc was 8.9 x 10e3/mcl; hb was 10.6 g/dl; platelet count was 24.7 x 10e4/mcl; neutrophil was 81.1 percent; lymphocytes was 14.6 percent, monocytes was 4.8 percent and c-reactive protein (crp) was 10.1 (units not reported). On (B)(6) 2015, 7 days after treatment with seprafilm, severe intra-abdominal abscess was developed in the anterior uterine wall, which was the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). As on the same day, there was no tendency of resolving pyrexia. MRI was performed and it showed retention from the fascia to anterior wall of uterus. On (B)(6) 2015, patient wbc was 7.3 x 10e3/mcl; rbc was 331 x 10e4/mcl; hb was 10.4 g/dl; platelet count was 32.6 x 10e4/mcl; neutrophil was 78.1 percent; monocytes was 6.7 percent and c-reactive protein (crp) was 7.0 (units not reported). On (B)(6) 2015, removal of membranous substance from the anterior wall of uterus and lavage was done. The condition at the time of re-laparotomy included: capsule-like muddy (gel-like) residual on the anterior wall of uterus. Removal was done with lavage. After the re-laparotomy, markedly improvement was noted. The same day, relaparotomy was performed, residual membranous pus was removed and also laparotomy drainage was performed. Subsequently, the symptoms of wound infection (muscle layer) were resolving with i.v. Infusion of piperacillin sodium/tazobactam sodium (zosyn) and oral levofloxacin (cravit). On (B)(6) 2015, the patient was discharged and recovered from the event of intra-abdominal abscess. On (B)(6) 2015, patient wbc was 9 x 10e3/mcl; rbc was 344 x 10e4/mcl; hb was 10.9 g/dl; platelet count was 47.9 x 10e4/mcl; neutrophil was 75.2 percent; lymphocytes was 19.0 percent and c-reactive protein (crp) was 4.1 (units not reported). As of (B)(6) 2016, the patient had recovered from the event. Bacterial culture was not performed. It was reported that the reporting obstetrician/gynecologist had been using seprafilm frequently. Absorbable hemostat (arista) had also been used in the hysterotomy site, but the obstetrician/gynecologist stopped using it at the same time as seprafilm. On (B)(6) 2016, the patient recovered from wound infection. There was prolongation of hospitalization but no re-hospitalization for treatment of "wound infection (muscle layer)". Corrective treatment: re-laparotomy for intra-abdominal abscess; cilastatin sodium/imipenem (tienam), isepamicin sulfate (isepacin), i.v piperacillin sodium/tazobactam sodium (zosyn) three times a day, oral levofloxacin (cravit) at a dose of 500 mg. Outcome: recovered/ resolved for both the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Intra-abdominal abscess reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable seriousness criteria: hospitalization or prolongation. Wound infection (muscle layer) (postoperative wound infection) reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable reporting obstetrician/gynecologist's comment: possible causative factors for the event "intra-abdominal abscess" were prostaglandin e2 and seprafilm. Reporting obstetrician/gynecologists comment: the surgery was performed with clean-contaminated procedure because of caesarean section along with labour. After incision of the anterior wall of uterus, fetus and placenta were delivered and the incision site was sutured with vicryl suture. Arrest of bleeding was confirmed and seprafilm was placed. Encapsulated abscess was considered to have occurred due to placement of seprafilm in addition to clean-contaminated procedure. Meanwhile, as caesarean section was performed not in a complete clean field, the reporter wondered what should be done. Another possible causative factor for "wound infection (muscle layer)" was unknown. The concomitant drugs of prostaglandin e2, marcain (hyperbaric), voluven, pentagin, and atarax-p were not related to the event "wound infection (muscle layer)" while it was unknown whether pansporin (bag) was related to the event. Additional information was received on 19-oct-2016. Global ptc number and investigation results were added. Additional information was received on 19-dec-2016 from an obstetrician/gynecologist. The additional event of wound infection (muscle layer) was added with details. The symptoms of pain, hot feeling of the incision site, pyrexia and retention from fascia to anterior wall of uterus were added. The patient's concomitant medications were added. The patient's pregnancy details were added. The reporting obstetrician/gynecologists comment was added. The laboratory detail of body temperature was added. Clinical course updated and text was amended accordingly. Additional information received from the obstetrician/gynecologist on 16-nov-2017: concomitant drug: dinoprostone (prostaglandin e2) was updated to suspect product. Changed the event term from "abscess" to "intra-abdominal abscess". Changed the outcome date of the event "intra-abdominal abscess": (recovered on) 07- dec-2015; updated medical history. Added concomitant drugs, the reporter's comment, and laboratory data. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment for follow up dated 16-nov-2017: this case concerns a patient who received seprafilm following a caesarean section and experienced intra-abdominal abscess at the site and wound infection of the muscle layer at the incision site. Based upon the close proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. Also, the reporting investigator has assessed the events to be causally related with suspect product. Furthermore, occurrence of abscess and surgical site wound infection have been reported and documented after the use of seprafilm, therefore the benefit/risk profile of product remains unaffected by this single case report.

Event description:
This unsolicited case from (B)(6) was received on 13- oct-2016 from an obstetrician/gynecologist. This case concerns a (B)(6) female patient who had seprafilm placement and 5 days after treatment had wound infection (muscle layer) and 9 days later developed abscess. The medical history was significant for premature rupture of membranes and obstructed labour and had no concurrent condition before surgery. The patient concomitantly used arista (absorbable hemostat) (medical device), dinoprostone (prostaglandin e2), bupivacaine hydrochloride (marcain) hyperbaric, hetastarch/sodium chloride (voluven), pentazocine (pentagin), and hydroxyzine hydrochloride (atarax-p) for labour and cefotiam hydrochloride (pansporin) bag. No past, drugs, concomitant drugs and concurrent conditions were reported. The patient was non-smoker and no history of surgery and allergy. Pre-operative condition of the patient was as generally healthy with good nutrition and with no anemia, no experience of radiotherapy. The patient was pregnant. On (B)(6) 2015, the patient was hospitalized for labour and an emergency caesarean section was performed and the patient 1 sheet of seprafilm (frequency, route,form, indication, batch/lot number and expiration date: not provided) was placed on the anterior wall of uterus. Reported that the patient was pregnant ((B)(6) of gestation). Further reported that prostaglandin e2 was used for inducing labour, but caesarean section was performed with seprafilm due to non-reassuring fetal status (primary disease). No infection was noted. There was direct placing to the anastomosis part at the anterior wall of uterus (no wrapping on the suture line of anastomosis part of intestinal tract was performed.). The placing condition was good. The surgeon had experience to use seprafilm. There was no drainage or existing adhesion or exfoliation. It was reported that neither non-purulent inflammation nor infection existed in abdominal cavity. Interperitoneal lavage was not practiced. The anastomosis procedure was performed manually (knotted suture) with the use of absorbable suture and ligature. Neither non-purulent inflammation nor infection existed. Clean-contaminated operation was done. The incision was 10 cm long (suture layer, 1 layer). The first layer (peritoneum layer) was sutured with mono suture. The skin layer was manually sutured (continuous suture). Neither non-purulent inflammation nor infection existed. The surgery time was about 30 hours and amount of bleeding was 420 g. On (B)(6) 2015, pain and hot feeling of the incision site appeared also, the patient had pyrexia at 38 degree celsius. It was reported that antibiotic drugs: cilastatin sodium/imipenem (tienam) and isepamicin sulfate (isepacin) were used for the pyrexia. The same day, the patient had moderate wound infection (muscle layer) (postoperative wound infection). On (B)(6) 2015, 9 days after treatment with seprafilm, severe abscess was developed in the anterior uterine wall, which was the application site of seprafilm (the onset site seemed obvious to be the application site of seprafilm). As on the same day, there was no tendency of resolving pyrexia. MRI was performed and it showed retention from the fascia to anterior wall of uterus. On (B)(6) 2015, removal of membranous substance from the anterior wall of uterus and lavage was done. The condition at the time of re-laparotomy included: capsule-like muddy (gel-like) residual on the anterior wall of uterus. Removal was done with lavage. After the re-laparotomy, markedly improvement was noted. The same day, relaparotomy was performed, residual membranous pus was removed and also laparotomy drainage was performed. Subsequently, the symptoms of wound infection (muscle layer) were resolving with i.v. Infusion of piperacillin sodium/tazobactam sodium (zosyn) and oral levofloxacin (cravit). On (B)(6) 2015, the patient was discharged. As of (B)(6) 2016, the patient had recovered from the event. Bacterial culture was not performed. It was reported that the reporting obstetrician/gynecologist had been using seprafilm frequently. Absorbable hemostat (arista) had also been used in the hysterotomy site, but the obstetrician/gynecologist stopped using it at the same time as seprafilm. On (B)(6) 2016, the patient recovered from wound infection. There was prolongation of hospitalization but no re-hospitalization for treatment of "wound infection (muscle layer)". Corrective treatment: re-laparotomy for abscess; cilastatin sodium/imipenem (tienam), isepamicin sulfate (isepacin), i.v piperacillin sodium/tazobactam sodium (zosyn) three times a day, oral levofloxacin (cravit) at a dose of 500 mg. Outcome: recovered/ resolved for both the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots were manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier was packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch were sterilized by gamma radiation. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Abscess (abscess) reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting obstetrician/gynecologist's causality assessment: probable. Seriousness criteria: hospitalization or prolongation. Wound infection (muscle layer) (postoperative wound infection). Reporting obstetrician/gynecologist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting obstetrician/gynecologist's causality assessment: probable. Reporting obstetrician/gynecologists comment: the surgery was performed with clean-contaminated procedure because of caesarean section along with labour. After incision of the anterior wall of uterus, fetus and placenta were delivered and the incision site was sutured with vicryl suture. Arrest of bleeding was confirmed and seprafilm was placed. Encapsulated abscess was considered to have occurred due to placement of seprafilm in addition to clean-contaminated procedure. Meanwhile, as caesarean section was performed not in a complete clean field, the reporter wondered what should be done. Another possible causative factor for "wound infection (muscle layer)" was unknown. The concomitant drugs of prostaglandin e2, marcain (hyperbaric), voluven,pentagin, and atarax-p were not related to the event "wound infection (muscle layer)" while it was unknown whether pansporin (bag) was related to the event. Additional information was received on 19-oct-2016. Global ptc number and investigation results were added. Additional information was received on 19-dec-2016 from an obstetrician/gynecologist. The additional event of wound infection (muscle layer) was added with details. The symptoms of pain, hot feeling of the incision site, pyrexia and retention from fascia to anterior wall of uterus were added. The patient's concomitant medications were added. The patient's pregnancy details were added. The reporting obstetrician/gynecologists comment was added. The laboratory detail of body temperature was added. Clinical course updated and text was amended accordingly. 'Pharmacovigilance comment: sanofi follow up company comment for follow up dated 19-dec-2016: this case concerns a patient who received seprafilm following a caesarean section and experienced abscess at the site and wound infection of the muscle layer at the incision site. Based upon the close proximity of the anatomical site of the adverse events and seprafilm, the causal role of seprafilm cannot be denied in this report. Also, the reporting investigator has assessed the events to be causally related with suspect product. Furthermore, occurrence of abscess and surgical site wound infection have been reported and documented after the use of seprafilm, therefore the benefit/risk profile of product remains unaffected by this single case report.